Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester could not get the vasoview hemopro 2 endoscopic vessel harvesting system to cauterize and then noticed that blood was coming back through the hand piece and into the cord. A new kit and cord were used to complete the procedure. There were no pt effects. The hemopro 2 is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt, bloody, and had tissue remnants. The handle was bloody as well. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "would not cauterize" could not be confirmed. Internal file number - (B)(4).